Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported radiation treatment, unrelated to the lifevest, has caused her skin to break down. Patient advised skin on the left side is now showing flesh due to the lifevest rubbing. There was no alleged device malfunction contributing to the irritation. The outcome of the rash is unknown as follow up attempts were unsuccessful.